Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection and erosion. The pulse generator was explanted. There was no adverse patient events.

Manufacturer narrative:
Analysis was normal. No anomalies were found.